Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2019203 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) was out of the sheath. The balloon pulled through the arteriotomy. The procedure was completed using manual compression. There was no reported patient injury. The procedure was an interventional peripheral procedure using a retrograde approach with 6f unknown sheath access. The user was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was above the femoral head. There was moderate vessel tortuosity. The mynx vcd was prepped according to the instructions for use (IFU). The device was not purged of air during prep. There was no visible damage in distal end of the sheath after removal. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) was out of the sheath. The balloon pulled through the arteriotomy. The procedure was completed using manual compression. There was no reported patient injury. The procedure was an interventional peripheral procedure using a retrograde approach with 6f unknown sheath access. The user was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was above the femoral head. There was moderate vessel tortuosity. The mynx vcd was prepped according to the instructions for use (IFU). The device was not purged of air during prep. There was no visible damage in distal end of the sheath after removal. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was returned for evaluation. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was disengaged from the black handle. The syringe was connected to the device with the stopcock open. The sealant was partially deployed on the catheter shaft. The advancer tube was found remained in the outer cartridge tubing. The procedure sheath was not returned with the device. Per functional analysis, the balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator as per mynxgrip instructions for use (IFU). Per dimensional analysis, it was verified that the inflated balloon diameter was within specification. A product history record (phr) review of lot f2019203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined, however, procedural factors, such as device preparation, may have contributed to the reported event. Based on the information provided and the investigation performed, the event experienced by the customer may have been due to incorrect prep of the balloon as evidenced by not purging the balloon of air, which can result in a pull through event. According to the instructions for use (IFU) which is not intended as a mitigation of risk; device preparation and positioning, instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.